Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to grade iii cystocele, it was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat grade 3 cystocele and failed uterosacral colpopexy. It was reported that the patient underwent the concurrent procedure of an anterior colporrhaphy during mesh implantation. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01195. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) due to pelvic pain.